Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported endocrinology visit with IV drip for hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
The customer reported elevated blood glucose levels reaching 464 mg/dl after wearing the pod for more than 4 hours. The customer had bumped the pod site against a door facing at night and didn't realize it until the next morning, when she activated a new pod. The cannula appeared to be regular. She experienced nausea, sweats, loss of breath and dizziness. She went to the endocrinologist and was treated with IV drip for beginning stages of diabetic ketoacidosis (dka).